Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported there was a urinary tract infection. Everything was fine now.

Manufacturer narrative:
(B)(4). Further review of the event determined the above codes apply for the previously reported information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c5lp, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that there was a shocking sensation in the vaginal area. Impedance measurements were not taken. This was considered a sudden change in therapy/symptoms. The patient was told to turn her implantable neurostimulator (ins) off for a procedure on (B)(6) 2015. She went to turn it off and got confused by a poor communication screen. She waited a couple of minutes, turned the ins off, and then had the procedure. She turned the ins back on after the procedure without incident. On (B)(6) 2015 she began to feel a shocking sensation. The voltage was lowered on the ins but the shocking remained. On (B)(6) 2015 it started to get really bad so she turned the ins off completely but was still feeling the shocking sensation in the vaginal area. She was experiencing symptoms when the ins was off. There were no falls/trauma to note. The patient tried to get into the health care professional (hcp) office on (B)(6) 2015 but they could not get her in so were was in the emergency room. It was also reported that on (B)(6) 2015 the patient believed the ins turned itself off. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.